Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported foot deployment and retraction issues were not confirmed. The reported cuff miss was confirmed as a disengagement/suture retrieval issue was observed. The difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional heart catheterization procedure. Reportedly, when the proglide footplate was opened and placed, it did not stop the blood flow. Repeated attempts to move, reset, open and close the feet did not stop the blood flow. The footplate then became stuck open. The needles were deployed when it was felt the feet were against the vessel wall. A cuff miss occurred. The footplate was able to be retracted and a mynx was used to achieve hemostasis. Although no calcification was noted during a femoral angiogram prior to the procedure, it was believed there was plaque hindering blood flow cessation. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.